Event description:
It was reported the patient had skin erosion of the right lead by the stimloc. The erosion was repaired by a plastic surgeon. The patient also had low impedances between contacts 10 and 11 which she was using. The patient had and currently has therapy. The patient had developed some dementia. No report history of when the low impedances appeared.

Manufacturer narrative:
Product ID 37642, lot#, serial# (B)(4), implanted: explanted: product typ: programmer, patient product ID 37085-95, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ: extension, product ID 37085-95, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ: extension, product ID 3389s-40, lot# v568687, serial#, implanted: 2010 (B)(6), explanted: product typ: lead, product ID 3389s-40, lot# v568687, serial#, implanted: 2010 (B)(6), explanted: product typ: lead. (B)(4).